Manufacturer narrative:
The insulin pump passed the displacement test. The device was received with motor error alarm during the basic occlusion test due to loose and flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify no excessive no delivery or occlusion alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was 402 mg/dl at the time of the incident. The customer stated that the insulin pump had a recurring motor error alarm. The customer stated that the drive support cap was sticking out. Customer had a high blood glucose of 402 mg/dl and declined troubleshooting. Customer stated that he forgot to bolus for dinner which led to high blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.